Event description:
It was reported that during advancement of the dragonfly imaging catheter onto the .014 hi-torque balance middle weight hydro guide wire, the guide wire developed kinks (bends) along the "body" [core ] due to resistance during advancement with the imaging catheter. Resistance was also met between the imaging catheter and balance middle weight guide wire during removal; hence, the guidewire and imaging catheter were removed together as a single unit. The same imaging catheter was used with a different size and unspecified guidewire to complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported deformation due to compressive stress was able to be confirmed. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported kinks (bends) along the "body" (core) /noted multiple bends on the distal core and the noted misaligned coils; thus resulting in the reported difficult to advance. During removal interaction between devices resulted in the reported difficult to remove. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.